Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the event with unspecified antibiotics (doses, frequencies and routes not reported) for seven days (dates unspecified). On an unreported date the suspected peritonitis event was resolved, the patient was recovered and was discharged from the hospital. At the time of this report, dianeal and extraneal therapies were ongoing and reportedly going "well". No additional information is available.